Manufacturer narrative:
The reagent lot number is 858020. The expiration date was not provided. Calibration was last performed on 18-aug-2025. The qc recovery data provided was acceptable. Based on the calibration and qc data, a general reagent issue could be excluded. The field service engineer (fse) replaced rinse mechanism tubing and confirmed proper operation. A precision test was performed successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable creatinine plus ver.2 results for 1 patient sample on a cobas 6000 c 501 module. The initial result was -0.12 mg/dl. The customer questioned the low result which prompted them to repeat the sample. The sample was repeated on another analyzer and the result was 1.90 mg/dl. The repeat result was deemed correct.